Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted for premature battery depletion. The device was implanted 29 months. It delivered 24 shocks, and recorded aproximately 5000 episodes of ventriculat tachycardia that was non-sustained. It was explanted and replaced.